Event description:
It was reported that externalized conductors were observed during device replacement for normal eri. Patient was asymptomatic. No electrical anomalies were detected. The patient will be monitored.

Manufacturer narrative:
(B)(4).